Manufacturer narrative:
Visual inspection of the cable showed female connector broken away from the cable. This facility purchased the cable 2005. It appears that the internal wires broke when the power was applied, causing a short. There was no damage to the other parts of the cable. This cable appears to have broken due to normal wear and use over this period of time. Cause of event: normal wear and use. Cables should be inspected for wear and not be used until they break.

Event description:
During a laparoscopy procedure, the cable burned. They changed to another cable to complete the procedure. There was no delay and no consequence to patient.